Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, non-sustained rv oversensing alert was observed. Review of episodes noted intermittent loss of rv capture and noise artifact as the cause of the episodes. Device reprogramming or lead replacement was recommended. No further information is available at this time.